Event description:
It was reported that a caregiver called to report a temporary continuous glucose monitor disconnection while using the ilet system, and the cgm signal reconnected spontaneously during the call without intervention. No adverse clinical symptoms reported, no alerts, and no alarms. Outcomes included no medical treatment, no emergency care, and no hospitalization. User support included customer care review and troubleshooting education. Investigation of this case revealed a transient cgm signal loss with the responsible device not identified and no persistent malfunction observed upon reconnection. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to inability to reproduce the issue and the self-resolving nature of the signal loss.